Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 02/03/2017: during follow-up, it was reported that after changing the cartridge the customer had not received any additional occlusion alarms.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 160 - 300 mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. Reportedly, the customer rotates their infusion set sites every three days, and the infusion set sites are not inserted in any scar or muscle tissue. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin or in the customer's pocket. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes.